Manufacturer narrative:
The hill-rom technician found the piezo alarm needed to be replaced. The piezo alarm is the source of the brake not set alarm. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in april 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the piezo alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not sounding. The bed was located in et-6 at the account. There was no patient/user injury reported. (B)(4).